Event description:
This device is part of a recall, upon subsequent evaluation it was found to have a faulty component related to the recall. (B)(4).

Manufacturer narrative:
Method: device internal memory was reviewed.